Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-16, (B)(4) (rep, con): information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for spinal pain. It was reported that patient fell a couple of days ago and her coverage has changed. The patient was setting up an appointment to be evaluated. Patient was getting an x-ray at their hcp's office and rep was going to meet to do reprogramming and evaluating system. Later, patient reported that she fell 2-3 days ago. The patient confirmed that the reason for the fall was not caused by the ins, but since the fall, she has noticed that she is only getting relief from her buttocks down to her feet. The patient stated that she should be getting relief in the upper part of her body, in the backarea. The patient confirmed that the controller is working as designed. It was confirmed that the ins was on and she was currently on group a, with program 1 and program 2 available. Patient was asked to try increase stimulation to see where the coverage for her settings were: group a - program 1: patient increased stimulation from 3.0 to 3.7 and reported the stimulation was in her knee, going up to her pel vic/buttocks area. The patient noted that before the fall she was getting coverage above the waist. Group a - program 2: the patient increased stimulation from 2.1 and confirmed she felt stimulation in her calves and legs. The patient reiterated that before the fall she was getting coverage above the waist. Group b - program 1 and 2: the patient switched to group b and confirmed immediately that she felt stimulation strongly in her legs. Patient stated that they never felt stimulation there because stimulation has always been in the upper part of her body. Group c - program 1: the patient increased stimulation from 5.4 and confirmed she felt stimulation in her upper right shoulder, but stated that she felt stimulation in this group down her left leg. The patient switched back to group a. Patient was redirected back to the hcp to possibly interrogate the ins and address issues. No further complications were reported/anticipated. On 2019-apr-16, (rep): additional information was received from the rep. It was reported that the x-ray confirmed that the leads have migrated.  The bottom lead (8-15) is now at t9, 10, 11 the top lead (0-7) has its tip in t6.  With that being said, rep was able to get coverage into patient's upper back.   The plan is to have patient utilize her three new programs for the next week or two and evaluate. The physician is aware of the situation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the impedances were all within normal limits. A revision has been scheduled for (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that both of the patient¿s leads had migrated down significantly due to a fall. Impedances were checked and the rep tried to reprogram around it, but could not achieve desired coverage. The rep tried to reprogram the patient but could not achieve the desired coverage. The issue was not resolved at the time of the report, but they patient planned to have a lead revision procedure done. The lead revision was planned but not yet scheduled. No further complications were reported/anticipated.